Manufacturer narrative:
Corrected information provided in section b.2 and h.11. The initial decision to report was incorrect resulting in the initial report being submitted in error. This event no phacoemulsification power during preventive maintenance is not considered to be a reportable malfunction and its is not likely that a recurrence would result in serious injury. Hence, the file is reassessed and downgraded to non-reportable. No further reports will be scheduled under mfg report num. 2028159-2025-00416. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before cataract surgery in an ophthalmic device displayed system message and there was no phacoemulsification power. There was no patient impact. Procedure details have not been provided. Additional information has been requested, none has been received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).